Event description:
It was reported that during an endovascular procedure in a patient, there was resistance when the subject coil was advanced through the introducer sheath and the subject coil got stuck and detached prematurely during delivery inside the microcatheter in the patient's anatomy. The detached subject coil was removed from the patient vasculature together with the entire microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer was an attempt was made to deliver the subject coil using an excelsior 1018 catheter; however, the coil got stuck and detached prematurely during delivery. It was also reported the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. The patients anatomy was reported to be normal. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint. H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure in a patient, there was resistance when the subject coil was advanced through the introducer sheath and the subject coil got stuck and detached prematurely during delivery inside the microcatheter in the patient's anatomy. The detached subject coil was removed from the patient vasculature together with the entire microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.